Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the left side tracker needed to be calibrated. Calibration and verification passed. The imaging system then passed the system checkout and was found to be fully functional. Per sop-(B)(4), it was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a case. The surgeon had some small cranial screws that were in the spinous process and when he took a spin with the imaging system, he confirmed accuracy on these screws and could see he was visibly off. They brought in another imaging system, did the exact same spin, and accuracy was fine. There was no patient impact reported and a less than one hour delay to surgery.